Event description:
Tubing disconnect from stopcock while product in use. Tubing came completely off the female luer fitting that is bonded to the stopcock. The female luer is still bonded to the male part of the stopcock. No harm to the pt reported. 3 incidents in total.